Event description:
It was reported that the patient underwent the surgery without fusion. On (B)(6) 2016, the patient underwent the surgery of the rod extension. When the surgeon tried loosened the set screw of the connector, the set screw deformed. Therefore the surgeon changed the extension part to another part.

Manufacturer narrative:
Risk assessment. No lot # was provided, so a manufacturing record review, device history review, and complaint history review could not be performed. The possible root cause of this event is not determined as the product was not returned for evaluation and insufficient information was provided.

Event description:
It was reported that the patient underwent the surgery without fusion. On (B)(6) 2016, the patient underwent the surgery of the rod extension. When the surgeon tried loosened the set screw of the connector, the set screw deformed. Therefore the surgeon changed the extension part to another part.